Event description:
The customer reported the sys displayed a communication failure error message and the sys would not boot up. There is no reported pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.